Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. Clinical details provided were sufficient to determine the root cause. According to clinical details, the catheter kinked due to patient challenging anatomy because of tortuosity vessel condition. Therefore, the delivery issue was patient condition related due to patient tortuosity vessels.

Event description:
The user facility reported that due to a challenging 76-year-old male patient's anatomy several attempts were done to pass the catheter through the aorta, but the catheter kink in the ascending aorta. Another impella 5.5 was prepped and inserted into place.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿